Event description:
Flow difficulty was encountered with the device during patient use. Device contained morphine hydrochloride 20 mg/ml (58.5ml) and sodium chloride 0.9% for a total volume of 92.4 ml. According to the direction insert the nominal flow rate of the device is 0.5 ml/h. It was reported that approximately 4 to 5 hours after the onset of therapy, the patient developed symptoms of morphine withdrawal. Per reporter, the home care patient experienced restlessness, sweating, enlarged pupils, and "undefined pain." Reporter further stated that nurse had to give the patient an injection of morphine to control the symptoms. Per reporter, the symptoms disappeared immediately after the extra dose of morphine. After approximately 24 hours of patient use, the device was detached from the patient and replaced with a portable electronic pump. The event device was not flowing after disconnection from patient. It is unknown how much medication was delivered to the patient. Per reporter the device was drained without measuring the volume but "there was a lot of solution left." The reported event occurred in the patient's home and no hospitalization was required. Per reporter the device was connected to a 27-gauge subcutaneous needle. The device was refrigerated prior to patient use. Per reporter "the infusor worked as expected for one hour."